Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. Customer reported blood glucose (bg) level was 369 (mg/dl). A bolus and water were used to address bg level. Reportedly, the customer will continue to use the pump for insulin therapy.